Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Multiple non sustained oversensing episodes were noted. The device was post paced t wave oversensing on the ventricular lead. The patient did not receive therapy during oversensing. Programming changes were made. Patient continues to have oversensing episodes. Patient is stable.